Manufacturer narrative:
The device was returned to olympus for inspection and the reported whiteout was not confirmed. However, it was found that the image had stripes. Based on the results of the investigation, a definitive root cause could not be determined for the whiteout as the issue was not reproduced. Additionally, the cause could not be determined for the stripes on the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited a whiteout image. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.